Manufacturer narrative:
(B)(4). The device was returned for analysis. The failure to inflate was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a simple lesion located in the mid left anterior descending artery. The 2.5x12 mm xience xpedition stent delivery system (sds) was advanced to the lesion; however, when pressure was applied with the non-abbott indeflator to deploy the stent the balloon did not inflate at all. The sds was removed from the patient without issue. Both the sds and the non-abbott indeflator were swapped for new devices and were used without any further issue to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.